Manufacturer narrative:
Upon review of the calibration data, no issues were seen. The last calibration occurred on (B)(6) 2018. The provided quality control data was within range. There was no evidence of an issue with the analyzer, reagent, or controls. The performance testing data was within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys pth stat immunoassay on a cobas 6000 e 601 module. The sample initially resulted as 22.72 pg/ml and this value was reported outside of the laboratory. The patient's doctor stated that the result did not correlate with the history and clinical diagnosis of the patient. The sample was repeated on (B)(6) 2018, resulting as 777.7 pg/ml. An additional value of 772 pg/ml was provided, but it is not known if this value is an additional repeat result of the sample or if the value was an approximation of the 777.7 pg/ml value. No adverse events were alleged to have occurred with the patient. The pth stat reagent lot number was 260500. The reagent expiration date was asked for, but not provided. The customer did not see anything in the sample that could explain the error. The field service engineer adjusted the reagent syringe. He checked the liquid level detection and pressure, these passed. The engineer ran performance testing on the analyzer.